Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s wife reported customer received lower readings on his adc freestyle libre sensor than a reading received at a hospital. Caller further reported that on (B)(6) 2018 customer ¿felt very bad¿ and had been feeling unwell for a few days. The readings received on the libre were between 80 mg/dl ¿ 120 mg/dl, but when he was taken to a hospital, a reading of ¿greater than 1000 mg/dl¿ was received. Customer was hospitalized, diagnosed with hyperglycemia and treated with insulin. Customer was discharged on (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a first follow up to the additional information received by the customer on (B)(6) 2019. Customer received a sensor reading of 80 mg/dl compared to the hcp meter reading of 1000 mg/dl on (B)(6) 2018. Customer reported having a history of type 1 diabetes. Sensor serial no. Was updated. The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained.

Event description:
Customer¿s wife reported customer received lower readings on his adc freestyle libre sensor than a reading received at a hospital. Caller further reported that on (B)(6) 2018 customer ¿felt very bad¿ and had been feeling unwell for a few days. The readings received on the libre were between 80 mg/dl ¿ 120 mg/dl, but when he was taken to a hospital, a reading of ¿greater than 1000 mg/dl¿ was received. Customer was hospitalized, diagnosed with hyperglycemia and treated with insulin. Customer was discharged on (B)(6) 2018. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer¿s wife reported customer received lower readings on his adc freestyle libre sensor than a reading received at a hospital. Caller further reported that on (B)(6) 2018 customer ¿felt very bad¿ and had been feeling unwell for a few days. The readings received on the libre were between 80 mg/dl ¿ 120 mg/dl, but when he was taken to a hospital, a reading of ¿greater than 1000 mg/dl¿ was received. Customer was hospitalized, diagnosed with hyperglycemia and treated with insulin. Customer was discharged on (B)(6) 2018. There was no report of death or permanent injury associated with this event.